Event description:
My husband had a fractured humerus and a rod was recommended. On the morning of the surgery, the surgeon told us he would be using some kind of liquid product which hardens. I later found out it was a product called illuminoss. During insertion of the first balloon, it burst and my husband immediately began having issues with breathing. It was believed the liquid got into his bloodstream and he had an adverse response. They stabilized him and inserted another balloon, which also burst. They continued with a third. When they were done, my husband had complications due to the fluid from the product making its way to his lungs and ultimately killing him within six hours. This is a deadly product and the public needs to be made aware of the serious adverse side effects. I was told it was illuminoss. Ref report: mw5154024-1.